Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va1spe8, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient reports no tingling/sensations at scalp. The patient was in surgery for a scalp washout. There was some skin erosion. Surgeon removed the rubber ring securing the lead and re-secured the lead. Subsequent impedance test showed short at contacts 9 & 10 bipolar. Diagnostics/troubleshooting included the surgeon being informed of short and patient was followed up with to assess therapy status postop. Interventions/actions included patient will be seeing neurosurgery for medication adjustment/programming adjustment. It is unknown if the issue is resolved. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the short was not specifically determined and happened concurrently. It happened after the lead was repositioned so after surgical manipulation of the lead. This information was confirmed by the physician.